Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion, which was not reproduced during evaluation. A review of the event history log identified false upstream occlusion alarm. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported under infusion, which was not reproduced during evaluation. The cause was determined during a visual inspection to be a raised pressure plate holder. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion and under infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.